Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that there were not any circumstances leading to the pain and burning where the leads were implanted. ¿it just did it at random times.¿ the burning was worse when the patient leaned back on it. It was reported that sometimes a cold pack helped.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported she was experiencing pain and burning in her back here the leads were implanted. The patient stated she could tell where the leads were because of the incision scar and it was tender to the touch. This was occurring intermittently. The patient had an appointment on the monday following the report with the managing healthcare provider (hcp) and she would notify him of the symptoms at that time. This was considered a gradual change in symptoms that occurred in (B)(6) 2015. Relevant medical history included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.